Event description:
The affiliate reported that the pump was implanted and on the last refilling, the patient had signs of overdose and pre-coma. At this moment, patient condition is stable. No other details are available.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, reviews of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation, this complaint will be re-opened and investigated. Based on this evaluation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.